Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room due to having received a shock. A remote monitoring transmission found that the patient had not received a shock but had been treated with anti-tachycardia pacing for an episode that the device classified as ventricular fibrillation but was suspected to have been atrial fibrillation with rapid ventricular response. The device remains in use. No patient complications have been reported as a result of this event.